Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported 20 days after the dental implant was installed in intraoral region #13, it was verified its non osseointegration; 60 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii). The pt presented infection.